Event description:
Fractured plate for no apparent reason after the patient was operated onpatient arrives at the emergency room one month after his surgery manifesting a refraining of the femur, with x-rays a fracture of the femur and the bowed plate that was placed is evident.